Manufacturer narrative:
The leads under complaint were not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The eri battery status was activated on (B)(6) 2025. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency. There was no indication of a malfunction. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was measured and proved to be normal and expected. Next, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. Next, the battery was opened for destructive analysis. The inspection of the inner assembly identified internal short circuit, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 151 months. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation.

Manufacturer narrative:
The leads under complaint were not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The eri battery status was activated on december 04, 2025. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency. There was no indication of a malfunction. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was measured and proved to be normal and expected. The battery was sent to the manufacturer for further detailed analysis. The analysis is still ongoing. As soon as the analysis results become available, this report will be updated.

Event description:
It was reported that ventricular loss of capture was observed. The device was changed. The leads were reconnected to the new device.